Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. Additional information: d9, h3, h4. The device was returned to olympus for inspection and the reported failure of tip of the sheath dropped off was confirmed. Based on the results of the investigation, it was likely that the fracture surface of the sheath shows evidence of tensile stress. In addition, the smooth appearance of the fracture surface suggests that deterioration of the sheath had progressed. Given these conditions, it is likely that the reduced-strength sheath was subjected to tensile stress, ultimately causing the tip of the ultrasonic probe sheath to fracture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device¿s resin cover surrounding the probe approximately 3-4 centimeters from the tip the device had fallen off. There were no reports of patient or user harm associated with this event.